Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a recent computed tomography scan showed significant external outflow graft obstruction (eogo) with concern of thrombus on inflow and outflow graft. There was evidence of flow limiting thrombus and significant filling defect of the inflow cannula extending into the outflow canula throughout the cardiac cycle. Additionally, there was some contrast filling of the inflow cannula on delayed images, and concern for inflow cannula thrombus. The presence of thrombus was confirmed. The patient was to be brought in for a right heart catheterization ramp study as well. The patient has left ventricle recovery with aortic valve opening every beat. The center reported the aortic insufficient was not present pre-left ventricular assist device (lvad) implantation. No treatment for the aortic insufficiency was performed. The patient was asymptomatic. Log file review captured routine events. Nothing notable in the log file as far as an eogo concern was noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported inflow and outflow graft thrombus could not be confirmed through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file captured events from 16mar2025 through 17mar2025. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, "introduction," lists adverse events, including device thrombosis, which may be associated with the use of heartmate 3 lvas. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Chapter 5 of the IFU, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Chapter 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported inflow and outflow graft thrombus could not be confirmed through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file captured events from 16mar2025 through 17mar2025. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, "introduction," lists adverse events, including device thrombosis, which may be associated with the use of heartmate 3 lvas. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Chapter 5 of the IFU, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Chapter 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.